Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a bariatric procedure, the clamp stem dropped. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). New information received. File is no longer meeting the criteria of a reportable event. Additional information received: what is the clamp stem that dropped? The clamp stem can be understood as ¿clamp arm.¿ did the active blade break off of the device? The broke part was the clamp arm, no the blade. Did the broken blade tip fall into the patient? N/a. Was the broken blade tip retrieved from the patient? N/a. Did this cause a change in the plan of care for the patient? No. Is the broken blade tip being returned with the device? N/a. Or, was the broken blade tip discarded? N/a. Did the clamp arm break off of the device? Yes. Did the broken clamp arm fall into the patient? No. Was the broken clamp arm retrieved from the patient? The clamp arm did not fall into the patient. Did this cause a change in the plan of care for the patient? No is the broken clamp arm being returned with the device or was it discarded? Yes. There was no damage for the patient and neither necessity to increase the procedure time.

Manufacturer narrative:
(B)(4). Additional information: batch #l9310p. The device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. This blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was for: "the clamp stem dropped." The device was mechanically tested and the jaw opened and closed as intended. During functional testing on gen11 an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. The batch history records were reviewed with no anomalies noted during the manufacturing process.